Manufacturer narrative:
Section h10: the statement in section h10 of the initial report was inadvertently included. The file remained opened for product investigation. Manufacturer's investigation conclusion: evaluation of the submitted photo as well as evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the distal segment was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned attached to the pump and was sutured on the distal portion. The outflow graft bend relief was returned detached from the outflow graft attachment, but still over the outflow graft. The bend relief collar was returned detached from the pump. The outflow elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a large, ring-like thrombus situated around the inlet bearing ball. The thrombus showed evidence of laminated layering, indicating that it formed in the inlet stator over an undetermined amount of time. A portion of the thrombus appeared to have been dislodged, however, the laminated layering indicates that the thrombus formed a ring-like formation during support. Examination of the proximal side of the outlet stator revealed a red, non-laminated thrombus situated adjacent to the outlet bearing ball and in between the stator blades the lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The observed thrombi would have contributed to the patient¿s reported elevated ldh, as well as the low flow alarms and pump power elevations captured within the submitted log file. Upon removal of the observed thrombi, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken back to the operating room for a device exchange. The patient's flows normalized but their ldh remained elevated at around 900. Increased speed, up to 12,0000 rpm during ramp studies, showed little to no change in left ventricle. The patient developed pulmonary edema and a team decision was made to exchange device to hm3. The explanted device showed area of suspicion at inflow stator. The left ventricle chamber was unremarkable during exchange. No additional information was reported.